Event description:
The customer reported the system would not display a fluoroscopic image. There is no report of a pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage power supply during the service call. The system was tested and found to be working as intended and put back into service.